Event description:
After a double mastectomy I had immediate reconstruction of my breasts with mentor implants. I was repeatedly told that the gummie implants were safe and could not leak. I felt awful almost immediately and was told I was depressed or that it couldn't possibly be the implants because they could not make me sick and would not leak like the implants from years ago and that they were made much safer now. I continued to say to my doctors I did not feel good (almost like always having the flu, sensitivity to light, feeling cold, feeling hot, pain, swelling, thyroid issues that happened immediately after implants were placed, fatigue, sleep issues, etc. Finally I insisted they be removed (they were only in about 3 years) and when they were taken out my right implant was ruptured and I had severe scarring and capsular contracture. I had disgusting liquid removed by a large needle and syringe over several weeks from my chest after they took the surgical drains out too early (4 days after surgery) because my chest kept filling with blood and infection. I had to be on strong antibiotics and am extremely glad the implants are removed. I suffer from disfigurement and feel I have no recourse. I would never have implants again and feel something that was supposed to help me after a cancer diagnosis only hurt me more. The hospital promised to keep my implants because I immediately contacted them following surgery. They hospital threw away my implants and only provided me with pictures. I am not uploading them at this time. FDA safety report ID #(B)(4).